Manufacturer narrative:
The coils were involved in the thrombotic event because of protrusion, but no additional procedures were conducted due to the coil protruding. Thrombus was not present during initial angiography, prior to implanting any devices, and the patient did not have any indications of hypercoagulable state. The thrombus was treated with administration of abciximab (inhibits platelets aggregation) to resolve the thrombus (control images after bolus, the thrombus was almost disappeared). There were no complications during the procedure that may have contributed to the event. No act, pt, ptt, inr or any antiplatelet measurement was performed pre, intra or post procedure. Additional information will be submitted within 30 days upon receipt. This is 1 of multiple products used during the same procedure on the same patient, which is associated with mfg report 2954740-2012-00534, 2954740-2012-00535, 2954740-2012-00536, 2954740-2012-00554, 2954740-2012-00555, and 2954740-2012-00556.

Event description:
Per the pms pac study for patient 11-012 indicated that during the final control angiography showed a small thrombus at the neck of the unruptured aneurysm of the bifurcating right mca without impact to the blood circulation after being treated with six micrus coils (presidio 10 - (B)(4), presidio 10 - (B)(4), presidio 10 - (B)(4), cashmere 14 - (B)(4), deltapaq 10 - (B)(4), and deltapaq 10 - (B)(4)). The subject received 150mg aspirin IV, but no improvement was seen after 15min. 10ml abciximab IV as bolus was given and in addition the perfusion of 3.3ml/hour abciximab was started (over 12 hours). On the control images performed after the bolus the thrombus almost disappeared. The site indicated that the event (thrombus at neck) was related to the micrus coils. The first coil placed showed a good position, but when the second coil (presidio 10 - (B)(4)) was placed it was necessary to advance the microcatheter to better stabilize the coil, and after 4 coils were placed. The final control showed a good result with little filling in the neck. The patient underwent treatment of the unruptured aneurysm diagnosed on three months prior to the index procedure. The mrs score prior to treatment was 0. The large, irregularly shaped aneurysm was 11 x 8 x 5 (neck) mm. Subject woke up normally and no neurological deficits were noted, and the patient was discharged three days after the index procedure with a mrs of 0.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is 1 of multiple products used during the same procedure on the same patient, which is associated with mfg report 2954740-2012-00534, 2954740-2012-00535, 2954740-2012-00536, 2954740-2012-00554, 2954740-2012-00555, and 2954740-2012-00556.

Manufacturer narrative:
Corrected data: please note that information regarding the protrusion was received on (B)(6) 2012 but it was accidentally not included in the reports submitted after that date. However, it was included in this report. Per the pms pac study for patient (B)(6) indicated that during the final control angiography showed a small thrombus at the neck of the unruptured aneurysm of the bifurcating right mca without impact to the blood circulation after being treated with six micrus coils ((B)(4)). The subject received 150 mg aspirin IV, but no improvement was seen after 15min. 10ml abciximab IV as bolus was given and in addition the perfusion of 3.3ml/hour abciximab was started (over 12 hours). On the control images performed after the bolus the thrombus almost disappeared. The site indicated that the event (thrombus at neck) was related to the micrus coils. The first coil placed showed a good position, but while placing the second coil and advancing the microcatheter a little to stabilize the coiling, the first coil (presidio 10 cerecyte microcoil 8 mm x 29 cm - (B)(4) lot f55062) moved and protruded in the inferior and the superior branches. There was instability of the first coil that moved because of the placement of the second one. After 4 other coils were placed, and besides the medication, no other treatment was performed to insert the first coil back into the aneurysm or stent implanted. The final control showed a good result with little filling in the neck. The patient underwent treatment of the unruptured aneurysm diagnosed on three months prior to the index procedure. The mrs score prior to treatment was 0. The large, irregularly shaped aneurysm was 11 x 8 x 5 (neck) mm. Subject woke up normally and no neurological deficits were noted, and the patient was discharged three days after the index procedure with a mrs of 0. Thrombus was not present during initial angiography, prior to implanting any devices, and the patient did not have any indications of hypercoagulable state. The thrombus was treated with administration of abciximab (inhibits platelets aggregation) to resolve the thrombus (control images after bolus, the thrombus was almost disappeared). There were no complications during the procedure that may have contributed to the event. No act, pt, ptt, inr or any antiplatelet measurement was performed pre, intra or post procedure. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing or inspection process that can be related to the reported complaints. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is 1 of multiple products used during the same procedure on the same patient, which is associated with mfg report 2954740-2012-00534, 2954740-2012-00535, 2954740-2012-00536, 2954740-2012-00554, 2954740-2012-00555, and 2954740-2012-00556.

Manufacturer narrative:
It was reported via the pac study that a small thrombus was noted at the aneurysm neck after placement of a total of six coils six micrus coils (presidio 10- (B)(4), presidio 10- (B)(4), presidio 10- (B)(4), cashmere 14- (B)(4), deltapaq 10- (B)(4), and deltapaq 10- (B)(4) to treat an unruptured irregularly shaped right middle cerebral artery bifurcation aneurysm. It was reported that there were no complications during the procedure that may have contributed to the event. However, additional information reported that it was related to protrusion of the first coil, a presidio 10 cerecyte microcoil 8 mm x 29 cm ((B)(4) lot f55062) which moved when the second coil was placed; it protruded into the interior and the superior branches. On control images after administration of abciximab the thrombus had almost disappeared. No other treatment was performed to insert the coil back into the aneurysm or jail it. The patient woke up normally with no neurological deficits and was discharged on the third day post procedure. The site indicated that the event (thrombus at neck) was related to the micrus coils. The unruptured aneurysm diagnosed three months prior to the index procedure. The patient did not have any indications of any conditions causing hypercoagulable state and there was no thrombus present during initial angiography or prior to implanting any devices. The large, irregularly shaped aneurysm was 11 x 8 x 5 (neck) mm. A stent was not used for neck remodeling. The mrs score prior to treatment and at discharge was 0. The first coil placed showed a good position, but when the second coil (presidio 10- (B)(4)) was placed there was instability of the first coil and it moved because of placement of the second coil. It was necessary to advance the microcatheter to better stabilize the coil, and after 4 coils were placed. The thrombus was noted post coil placement with final control angio. Aspirin IV was administered when the thrombus was noted, but no improvement was seen after 15 minutes. A 10ml abciximab IV as bolus was given and in addition the perfusion of 3.3ml/hour abciximab was started (over 12hours). On the control images performed after the bolus the thrombus almost disappeared. The final control showed a good result with little filling in the neck. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coils remain implanted. A review of the manufacturing documentation associated with the coil lots presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With review of the available information, the protrusion of the first coil out of the aneurysm may have been impacted by the aneurysm characteristics/neck size as well as interaction with the second coil. The protrusion of this coil and aneurysm neck size are identified factors that may have contributed to the thrombus formation. The relationship/impact of the other implanted coils on the thrombus formation cannot be definitely determined. Procedural/clinical/patient factors appear to have contributed to the reported events. There is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is 1 of multiple products used during the same procedure on the same patient, which is associated with mfg report 2954740-2012-00534, 2954740-2012-00535, 2954740-2012-00536, 2954740-2012-00554, 2954740-2012-00555, and 2954740-2012-00556.